Event description:
On (B) (6) 2008, pt was implanted with topas sling. On (B) (6) 2009, pt reported bi-lat leg pain. Site determined event was remotely related to device and definitely not related to the procedure. Medication action taken: treated with vancomycin and rochephin. Pt next visit will be (B) (6) 2010.